Event description:
Healthcare professional reported right side capsular contracture grade IV diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: yellow encapsulation were observed on the shell. Deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture grade IV diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device but in the photograph observed a biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted.